Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery with moderate calcification and mild tortuosity. The 2.00x20mm armada balloon dilatation catheter ( bdc) was used in a procedure; however, a guidewire (gw) and the bdc became stuck together and were not able to be removed independently. The bdc and gw were removed from the patient as a single unit. After removal, outside the patient anatomy the balloon proximal shaft was noted to be crumpled [bunched] and when attempting to separate the balloon from the gw the balloon broke [separated] into several pieces. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separations and kink were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire; however, the reported separation and kink appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.